Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6) 2021. On (B)(6) 2021, the patient was hospitalized due to pocket infection, and the crt-d was replaced. The patient was discharged on (B)(6) 2021.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6) 2021. On (B)(6) 2021, the patient was hospitalized due to pocket infection, and the crt-d was replaced. The patient was discharged on (B)(6) 2021.